Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist and found to be experiencing moderate mobility issue and bone loss. Patient's dentist recommends that the patient stop aligner treatment immediately. Dentist will fabricate retainer aligners and try to stabilize patient's position and stop any further bone loss.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.